Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One foil and one winding former were both empty, along with one detached needle that pertain to product code vcp433h were received for analysis. During the visual assessment of the detached needle, it was noted that the swage and attachment area were as expected. Marks on the body and edge of the needle that appeared to be made by a surgical instrument were observed. The barrel hole of the needle was examined under magnification, and a suture remnant could be observed in the barrel hole. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: according to the information received, it was reported pull off suture needle. The product was returned to ethicon for evaluation. One foil and one detached needle that pertain to product code vcp433h were received for analysis. During the visual assessment of the detached needle, it was noted that the swage and attachment area were as expected. Marks on the body and edge of the needle that appeared to be made by a surgical instrument were observed. The barrel hole of the needle was examined under magnification, and a suture remnant could be observed in the barrel hole. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was there any adverse consequence associated with the patient? Additional information was requested, and the following was obtained: lot number should be 103e50 . Quantity to be returned should be 1.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the problem of pulling off suture needle happened, which affected the clinical surgical use. There were no adverse patient consequences reported. Additional information was requested.